Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing and pacing capture threshold in the rv (right ventricle) was elevated. On (B)(6)-2014, rv pacing impedance measured 779 ohms. On (B)(6)-2014 rv impedance has dropped to 285 ohms. Rv capture threshold abruptly rising to greater than 2.5 v with amplitude programmed at 4v and 1.0ms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) was triggered to decreased impedance on the right ventricular (rv) lead. Device interrogation showed there was high threshold and pacing failure. It was noted there was possible dislodgment. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.